Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that the station was unable to recover after a database cleanup and failed to launch the application. A technical support specialist (tss) accessed to the device and server for investigation and confirmed that the station was already logged in with administrative access. During review, the application icon was missing and attempts to manually open the medication application resulted in system errors. Access to the database management interface also failed initially. The tss found that a service dependency sql exception was received, indicating that a severe error occurred on the current command and that any results should be discarded. The tss restarted the sql server services on the station, after which database access was restored, and the database was found to be empty with recovery settings adjusted accordingly. When the application was launched, the station displayed an unknown device status. A direct full synchronization was performed without removing the database, and the process completed successfully. The tss ensured the application would launch automatically by restoring the shortcut to the startup folder and enabling automatic login through the station configuration utility. After rebooting the station, the application launched successfully without error. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the station was displayed as an unknown device. The reported issue occurred due to a database synchronization failure, which prevented the server from communicating with the device. However, there were no delays or adverse events or injuries reported based on this event.